Event description:
It was reported that the ilet screen became unresponsive while the device¿s screen protector was peeling and the integrated clip had previously broken, leading the user to carry the device in a pocket; a replacement ilet was arranged and the user was instructed to use backup therapy. Symptoms included no reported clinical effects. Outcomes included no interruption requiring medical care, and the user continued therapy with alternatives. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a device display responsiveness issue with an associated worn or damaged external component, with no evidence of alarms. It was concluded that the device experienced a malfunction related to the display and external housing components without patient harm and that replacement was appropriate.